Manufacturer narrative:
Additional information: h6, h11. The actual device was not available; however, photographs and video of the sample were received for evaluation.visual inspection of the photographs and video showed a leak from the access pre-pump pod. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue and further investigations are ongoing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: first affiliated (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the access pressure pod of a prismaflex st100 set during continuous renal replacement therapy. There was no report of medical intervention associated with this event. No additional information is available.